Event description:
A nurse reported that during the procedure, the infusion line would not stay in the trocar. There was no harm to the pt. Additional info has been requested.

Manufacturer narrative:
The customer did not retain a sample for this complaint report; functional testing could not be conducted. The reported issue of the infusion line's not staying in the trocar could not be replicated. The customer's complaint history was reviewed for the period of one year; this is 1 of 2 complaints reported for trocar issues. This is the only complaint of this nature reported against the finished goods lot and the DHR shows the product was released per specifications. The root cause could not be identified. An internal investigation has been opened. (B)(4).